Manufacturer narrative:
The pump was returned for investigation with the insulin-on-board duration set for 3.0 hours. The pump was exercised for 48 hours without issue. The insulin-on-board function was tested and was found to be operating to within specifications for this model insulin pump. The insulin-on-board feature of this pump was determined to be operating as designed.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging that the insulin-on-board (iob) duration takes 1-1/2 hours longer than what the pump is programmed for. The patient stated this has been an issue since beginning therapy with this pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the iob issue remained unresolved.